Event description:
During evaluation of this pump the intermittent select button on the channel a keypad with flickering light was found. It is unk when this condition occurred. There was no pt injury or medical intervention necessary according to the hospital rep. No additional info is available. This device is an unremediated colleague pump with software version 5.04.00.

Manufacturer narrative:
Evaluation summary: the reported condition of intermittent select button on channel a keypad with flickering light was confirmed in service estimate and evaluation. However, the service estimate was denied by facility and the pump was returned to them unrepaired. The service estimate listed the pump head module keypad as a part that required replacing. Since the part could not be installed on the pump it could not be retested, therefore, the assignable cause for this condition could not be determined. This issue is being investigated by baxter through CAPA.